Manufacturer narrative:
Date sent to FDA: 02/13/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
Customer reported that a needle broke during an unspecified surgical procedure. All fragments were retrieved. No adverse pt consequences were reported.